Manufacturer narrative:
Zimmer biomet (B)(4). Date of event is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reports that patient continued to have dual throbbing pain at the 2 week post op, removed the xifnt510 implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of pain was not confirmed. Visual evaluation of the as returned implant identified no apparent malfunction with the device. The devices could not be functionally tested for the reported failure (pain). A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.